Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the ins will not be returned because the customer discarded it. Per the rep the battery was not defective in anyway and it was functioning properly, the patient just liked the "feeling" and programmer technology better in their previous model of their spinal cord stimulator (scs). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery had died and was taking forever to charge. The patient stated it took three hours to charge to 50% and another hour to get to 80% and then the controller died. The patient had to charge the charger. The patient noted the belt was not set-up for someone that has the battery in their belly and they figured out how to change it around, and it was not the most optimal to charge. The patient mentioned that if she was sitting still it would pop in and out of all three screens and it didn¿t like to connect to the battery. The patient explained that the implant and recharger died a week after surgery and it was difficult when she was pretty tender and sore. Even when the patient got to an excellent charging and held it with their hand, it would pop in and out of excellent, good and reposition. The indication for use was non-malignant pain. Additional information was received from the patient. It was reported that the patient went from charging every 5-7 days to charging every 3-5 days, and if they were lucky 6 days. The patient said there were times before where they could go three weeks without charging. The patient said last night it took them 6-7 hours to charge and they couldn't take a breath. The patient said with the old device they would have eight bars and they could cook and clean. The patient stated that the rep told them they were having this issue because the device was in their belly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that they were implanted in (B)(6) 2018. Their manufacture representative (rep) and healthcare professional (hcp) talked them into this battery because it was supposed to be better. However, the patient said that it is not more efficient and it doesn¿t charge faster because the patient kept getting between good/excellent and a reposition the recharger. The recharger would not charge the ins so the solution was to get 2 batteries for the controller. The patient did not have control of the controller. Because of the foul weather they always have to turn it up higher so they end up charging every two days, not knowing that their battery was going to die. The patient said that their rep and hcp knew that the patient runs higher settings in the winter months and should have known that this ins wouldn¿t work for the patient. The patient had surgery to have a new ins implanted that they can go three weeks in between charging with. No further complications were reported/are anticipated.